Event description:
A transient increase in lead impedance was observed since (B)(6) 2023 and was followed up. On (B)(6) 2024, a review of the x-rays revealed findings that were suspicious of a loose pin. The connector pin of the lead is not properly inserted deep into the pacemaker port. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Updated analysis report: as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. No trend data or iegm episodes were available for analysis. The provided x-ray image showed an incomplete connection between the connector pin and the header. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.